Event description:
Customer reported the alarm has no power. The batteries have been replaced with a new supply. Customer reported the battery door is missing. No visible damage to the outside of the alarm reported. Customer did not know the date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Eval results: eval of the returned product did not confirm the reported issue that there is no power and the battery door is missing. Eval revealed the unit powers up, when using new batteries or an external power supply. The unit was retested and powered up each time. However, when set to voice or voice and tone, unit powered off automatically, after the pre-recorded message plays a couple of seconds. Then, unit turns on automatically after a couple of seconds. When the custom recorded message is played back, the unit does not power off. When the unit is moved, loose parts are heard inside of the case. Visual findings show that the battery springs are bent and the warning label is torn. Note: instructions for use for battery installation states: hold alarm vertically upside down to prevent the battery springs from bending during battery installation. After changing batteries, test the alarm and sensor for proper operation prior to putting in svc with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from svc and replace them with a properly functioning alarm and/or sensor. (B)(4).